Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.(B)(6) (B)(4).

Event description:
It was reported that during a cryoablation procedure air ingress was observed while inserting the ablation catheter into the sheath. The sheath was replaced and the procedure was completed successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the sheath was visually inspected and functionally tested. Analysis of the data files did not show any issues with the returned catheter. The product returned matched the devices referenced in the complaint record. The product was shipped in a biohazard kit and received in proper condition. Visual inspection of flexcath sheath 4fc12 / (B)(4) showed the shaft was intact with no apparent issues. Air aspiration was reproduced when a test arctic front catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking. The reported issue has been confirmed through testing. Flexcath 4fc12 / (B)(4) failed the returned product inspection due to a leaking hemostatic valve. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure air ingress was observed while inserting the ablation catheter into the sheath. The sheath was replaced and the procedure was completed successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.